Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during use with a clearlink secondary medication set, a proximal occlusion alarm alarmed on a pump. This occurred during infusion of intravenous immunoglobulin through the secondary set. The device was being used with a non-baxter primary set. There was no report of patient injury or medical intervention associated with this event. No additional information is available. This is report 1 of 2.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.